Event description:
It was reported that this right atrial (ra) lead was explanted due to lead's dislodgement. At investigating the lead, the physician found tissue stuck on lead's tip. Device will be return to boston scientific. No additional adverse patient effects were reported.